Event description:
Complainant alleged that during functional testing, the device displayed some sort of "bridge fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.